Event description:
During a follow-up, high capture threshold and low sensing values were noted on the right ventricular (rv) lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was found retracted and clogged with dried blood. The inner coil inside the connector region was found over torqued. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No anomalies noted on the lead with the exception of damage consistent with that occurring at the time of explant procedure.